Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device ran without activation. Further investigation revealed worn/damaged bearings, trigger assembly and drive shaft assembly. The probable cause of the failure was attributed to the trigger assembly. The damaged parts were replaced and the device was returned to the customer.

Event description:
The core universal driver was sent in for eval because it ran on its own when it was plugged into the console. The event occurred prior to a procedure. There was no pt involvement, no adverse event was reported.